Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] instrument channel: coagulase-nagative staphyloccocci (11 cfu/10ml), enterococcus faecalis (6 cfu), aerobic spore-forming bacteria (2 cfu) air/water channel: coagulase-nagative staphyloccocci (27 cfu/10ml), enterococcus faecalis (4 cfu) [second time; (B)(6) 2020] instrument channel: coagulase-nagative staphyloccocci (6 cfu/10ml) air/water channel: coagulase-nagative staphyloccocci (5 cfu/10ml), enterococcus faecium (2 cfu) auxiliary water channel: coagulase-nagative staphyloccocci (3 cfu/10ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. Omsc received additional information from the user that the reprocessing was performed again and the culture test did not detect any bacteria. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.